Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the registration number 9611530. Currently, these products are to be handled by arjohuntleigh (B)(4)s complaint handling establishment and any medwatch reports will be submitted under registration # (B)(4). The involved device was evaluated by the arjo representative. According to the results of inspection, the lower plate of battery bracket was bent downwards. It was possible to duplicate the event as the battery was falling out of the lift when the lift was going over floor gap and if the battery was not fully clipped into lift. The investigation is ongoing and further information will be provided in the next report.

Event description:
Arjo was notified about an event with involvement of alenti bathing lift. It was reported that the battery fell out of the bracket and on the caregiver's foot when moving the lift. The caregiver had bruised foot due to incident.

Manufacturer narrative:
Arjo was notified about an event with the involvement of an alenti bathing lift. It was reported that the battery fell out of the bracket and on the caregiver's foot when moving the lift. The caregiver sustained a bruised foot. The involved device was evaluated by the arjo representative. According to the results of inspection, the lower plate of the battery bracket was bent downwards. It was possible to duplicate the event. When the battery was not fully clipped into the lift and the lift was going over a floor gap, the battery could fall out of the lift. It is unknown how the plate became damaged and why the battery was not properly clipped to the lift while manoeuvring the lift. The battery will not fall out from the lift if it is clipped properly into the lift, regardless of the bent plate. The product IFU provides information and supporting pictures presenting correct way of the battery installation. IFU in section ¿care and preventive maintenance¿ recommends to perform a device checks on a regular basis: ¿every week: visually check all exposed parts - visually check all exposed parts, especially where personal contact is made by either the resident or caregiver. Make sure no cracks or sharp edges have developed that could cause the resident or user injury or that has become unhygienic. Replace damaged parts.¿ in summary, the technical inspection revealed that the device was not up to manufacturer¿s specification after the event. During the event the device did not perform as intended, as according to customer allegation, the battery detached from the device and fell out. The device was handled by the caregiver at the time of event and not used for a patient hygiene. This complaint was decided to be reported to the regulatory authorities due to a reported malfunction (battery fell out).